Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, foreign matter was found in one (1) tube when the hemogard closure was removed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, foreign matter was found in one (1) tube when the hemogard closure was removed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo revealed a piece of stopper on the edge of the tube. Furthermore, upon visual inspection of 100 retained samples, no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.